Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a catheter, continuous flow. The customer reports that they did not pre-inflate the distal and proximal balloons. The doctor attempted to inflate the distal balloon and it broke after about 1.6cc. After he noticed that the balloon broke he exchanged the device for a trellis 8.